Manufacturer narrative:
Upon receipt, the lead was found fractured, the lead tip was missing. The lead fragment was scrutinized. During the visual inspection it was found that the inner conductor coil was fractured between the lead tip and the ring electrode as mentioned in the complaint description. This damage can be considered the root cause of the clinical observation of high impedances. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuts in the insulation were detected, which presumably resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead exhibited high impedance measurements. An x-ray confirmed that the lead was fractured between the tip and ring.